Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported problem was verified during visual inspection, clamp function, and leak testing. A broken occluder foot was identified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had broken occlude feet. This event occurred during use with patient involvement. The patient involved in the reported incident has been using peritoneal dialysis therapy for four years. The exchange method used by the patient is continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.